Event description:
It was reported that a patient participating in a clinical study was implanted with two 10-mm peek interspinous spacer devices at l3-l4 and l4-l5. Approximately 3 months postoperatively, the site reported "the patient failed minimally invasive effort in the form of interspinous process spacer". The event was described in the report as "implant related" and "severe". No patient symptoms were reported and it is unknown if a revision surgery is planned. No further information is known at this time.

Manufacturer narrative:
(B)(4). Two devices with differing lot numbers were implanted during the procedure including: part: 1-3210, lot: 2237901 / manufacturing date: nov. 09, 2010 / expiration date: nov. 30, 2012, part: 1-3210, lot: 2261011 / manufacturing date: apr. 26, 2011 / expiration date: apr 30, 2013. Although it is unknown which of these devices contributed to the reported event, we are filing this MDR for notification purposes.